Manufacturer narrative:
Date of event is unk. Per journal article, the procedure was performed between january 2006 and december 2007. Since the device was not returned for investigation and a lot number was not provided, a complete investigation could not be performed.

Event description:
Per journal article, it was reported a pediatric pt had complications following a tonsillectomy procedure involving severe pain requiring hospitalization on postoperative day 2 for 3 days. The pt was treated with intravenous hydration, penicillin, and morphine hydrochloride. The procedure was performed between january 2006 and december 2007.